Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red, itchy skin irritation under the therapy pads of lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's pharmacist prescribed fenistil hydrocortisone 0,5mg for the skin irritation. Follow up indicated that the medication helped the skin irritation to improve.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.